Event description:
Approximately eight months post implantation the patient suffered an intracranial hemorrhage and expired. The cause of death on her death certificate is listed as intracranial hemorrhage. The treating physician believes that this event is related to the heartware device. The pump was explanted by the site and is being returned to the manufacturer for analysis. The pump was explanted; during hospitalization the clinician reported findings of a "large pannus" inside her pump. Signs and symptoms, diagnostic testing, and treatments administered during the hospitalization are currently not available.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. Product is in route.

Manufacturer narrative:
The hvad® pump was returned to heartware for evaluation. Review of the manufacturing documentation confirmed that hvad® pump met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Stroke is a known potential complication associated with patients implanted with a ventricular assist device and are multifactorial in etiology. While an incidental finding of thrombus was noted in the pump upon explant, the exact cause of the hemorrhagic stroke cannot be conclusively determined. No additional information will be forthcoming.